Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented to the hospital due to dizziness and low heart rate. Loss of capture (loc) was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve event. The patient was recovering.